Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred. The patient states the airflow stopped momentarily (2-3 seconds) while in use. Then states a beep sound, like the device was switching to battery was emitted and then the beep was emitted again, and the airflow returned. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed, it was confirmed that a reboot caused by e-95 and e-20 had been recorded in the event log. The device's main pca was replaced to address the issue.